Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patients were not showing on station or server. A technical support specialist (tss) did not find any errors or communication interruptions. However, no patient information was provided for further evaluation. The system functioned as intended after the tss verified the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, patients were not showing on station or server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.